Event description:
It was reported that a patient underwent breast surgery on (B)(6) 2012 and a drain was inserted. The patient experienced poor wound drainage on (B)(6) 2012. The patient went to the emergency room where it was noted that there has been a seroma formation. The drain was removed at that time. Seroma fluid approximately 60cc, came out when the drain removed.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 51112isp, mfg date: 03/31/2012, exp date: 04/30/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. They were visually and functionally evaluated and they met the requirements.

Manufacturer narrative:
(B)(4). Poor wound drainage. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.